Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.